Event description:
It was reported that there were busted ceiling covers on the boom. Upon further investigation, it was discovered that this was not related to a boom ceiling cover. The cracked parts were boom end caps.

Manufacturer narrative:
This product does not have an exp date. This product was not returned to the MFR, therefore, no serial number can be obtained. This device was not returned to the MFR and, therefore, will not be evaluated. However, this is a known issue. The boom end caps become physically damaged due to user handling. The damage is generally witnessed after a collision with other devices in the operating room. This is not a single use device.